Manufacturer narrative:
(B)(4). Medical devices: unknown head ¿ unknown part and lot; unknown stem ¿ unknown part and lot; unknown taper adaptor ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10264.

Event description:
It was reported patient underwent a hip revision due to unknown reasons. During the surgery, a competitor company¿s cup and liner were used to replace the cup component, while a zimmer biomet head was used to replace the head component. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The complaint was not confirmed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# (B)(4), m2a 38mm mod hd -3mm nk 58mm, lot# 077920; item# (B)(4), integral/xlat por profile 12mm, lot# 217400. This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery 13 years post initial implantation due to metalosis and pain. Attempts have been made and additional information on the reported event is unavailable at this time.